Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue with the pump. It was reported that the ant icon appeared in place of cgm readings for more than three hours while the cgm was in range. It was noted that the issue occurred with multiple transmitters. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: cgm history shows ¿no antenna¿ warning on (B)(6) 2016. ¿ant¿ warning is defined as pump/transmitter communication interruption. The pump base is cracked between the keypad and the case seal. The test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2 hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿ant¿ icon or any eaw occurred during the investigation, unable to duplicate ¿ant¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the cgm module or to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.